Event description:
A pt reported blood glucose results of 70 mg/dl, 77mg/dl and 162 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A successive walk through blood glucose tests was performed; the pt obtained 120 and 107 mg/dl on the reported meter.